Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the reported difficulty encountered in advancing the thumb advancer as reported, can be influenced by, but not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing all starclose se devices undergo various thumb advancer assembly verifications to ensure that the thumb advancer is free to move. In addition, a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. There was no reported information to indicate that the patient had any of the conditions listed in special patient populations as indicated in the starclose se instructions for use. Additionally, a femoral angiogram performed prior to the procedure revealed no vessel calcification, no vessel tortuosity, and no fibrous scar tissue at the access/groin site. The operator encountered resistance while advancing the thumb advancer, which can be caused by an inadequate nick and spread. As reported, a 5-7 mm incision was made at the sheath site and the tissue track was spread all the way down to the vessel appropriately. The complaint information did not report any abnormal operator deployment technique. Based on the reported information and the inspection criteria, a definitive cause for difficulty in advancing the thumb advancer and associated patient effects could not be determined. The device was not returned, the device being available for analysis may have aided in a more definitive determination. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed which did not indicate any previous incidents reported for a needle-to-cuff miss for the lot. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a percutaneous coronary intervention of the right coronary artery, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, although during thumb advancer/exchange sheath splitting difficulty was encountered, deployment was completed. After clip deployment, bleeding continued. Leaving the starclose se clip at the arteriotomy site, manual arterial compression was applied for 20-minutes to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.